Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited error b30 (scope communication error) and displayed no image. The issue occurred during unspecified procedure and completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10. Additional information added to field d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint error b30 (scope communication error) and displayed no image was not confirmed. Based on the results of the investigation, it is likely that traces of liquid adhering to the inside of the video connector, it is assumed that the indicated phenomenon occurred due to the isolation of the electrical signal due to the connection to the otv-s190 (video system center) in the adhesion state, and the mutual communication between the scope and the otv-s190 became unstable. However, a definitive root cause could not be identified. The following is included in the instructions for use (IFU): code: b30. Error message: scope communication error, please contact olympus. Cause: foreign matter (chemical residue, limescale, sebum stains, dust, gauze fluffs, etc.) On the electrical contacts of the scope connector. What to do: wipe the electrical contacts on the scope connector with gauze moistened with disinfectant ethanol and dry thoroughly. After drying the scope connector, securely connect the endoscope to the output connector of the light source. Cause: inability to communicate with the endoscope. Solution: stop using and contact olympus. Olympus will continue to monitor field performance for this device.